Manufacturer narrative:
Correction: added the efficia statement which was missing from initial report.

Event description:
The customer reported the power indicator is not functioning. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in the united states under device model #861290. There is no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the power indicator is not functioning. There is no reported patient involvement.